Event description:
A report was received that a pt's ipg was replaced due to the inability to get pain relief. The pt reports that she "cannot get it to work". The pt had lost a significant amount of weight (not device related) and is reportedly doing well following the procedure.